Event description:
It was reported that a silent nite 3d one piece appliance experienced a failure in which the anchors broke off the trays. The issue was reported by delaware modern dental.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).